Event description:
Sales rep said that she left a sample of the composites with the dentist. She said that the assistant reported that the pearl did not cure. She said he had to replace a filling. She said she did not think he tried the other composite. She said to call assistant at the office on thursday. On (B)(6) 2013, spoke to assistant. She said that the pearl did not cure. She said that they tried 3 to 4 curing cycles of 10 seconds each with a led light. She said that it never fully cured as it was soft in some areas and hard in others. She said he had to remove the filling material from the molar and replace with the composite they normally use. She said that the vp was a sample syringe that their sales rep left with them. Ref MFR 9610902-2013-00108.